Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tracheostomy tube flange split while in use overnight. The patient's mother heard the patient coughing, which alerted her to the issue. The patient's mother held the tube in place and contacted assistance to help her with an emergency tracheostomy tube change. A new tube was placed, which resolved the issue. Of note, the device had been reprocessed once and was in its second use (for a total of 11 days). Reprocessing consisted of washing in warm water and air dried. The patient was using twill tape and was now trialing velcro tapes to due repeated incidences with twill tape. The patient underwent alternate day tape changes. The patient was unable to breathe without the tracheostomy tube in place but was not ventilator dependent. No permanent injury was reported. See MFR 3012307300-2016-00113, 3012307300-2016-00114, 3012307300-2016-00115.

Manufacturer narrative:
One used bivona® uncuffed neonatal and pediatric flextend¿ plus silicone tracheostomy tube was returned for investigation. The device was received without its original packaging and inside a plastic bag. Visual inspection of the returned device was performed at a distance of 12" and under normal conditions of illumination. Examination observed that the connector was marked with number 10 in black and that the sample had a cut on the flange eyelet. The manufacturing facility attempted to replicate the damage by selecting a similar product and performing testing. The manufacturing facility was able to induce similar physical damage by creating a small cut at the eyelet area, threading the tube ties through the eyelet holes and pulling on the tracheostomy tube ties. The manufacturing facility performed a review of the manufacturing process of the product. The review showed that assembly process was being performed as per procedures: this included review of basic assembly, manual cleaning, incoming inspection and inspection after assembly processes. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no molding issues (short shots, splits, voids or bubbling) with the products being assembled. The investigation confirmed the product had sustained damage at the eyelet area. The investigation was unable to definitely identify the root cause of the issue but isolated two potential root causes. The manufacturer determined the issue either occurred due to the product coming into contact with a sharp edge during use or the flange had a molding issue or cut that was present during production but not detected during the assembly process. However, the manufacturing facility's review of the manufacturing process did not identify any issues.